Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's trainer reported via phone call indicating that patient was hospitalized due to low blood glucose. Customer's blood glucose at time of emergency room visit was 25 mg/dl. The customer is using pump during pregnancy. The customer cause of emergency room visit was due to over correction. The customer's trainer stated that patient is with doctor and will call back to verify her account information. The customer's trainer also reported that the site is leaking. The customer's trainer will have patient to call back to finish troubleshooting and have replacement sent.